Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a red x and charge/shock failure during use of the device. There was no pt impact.